Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a prostyle device. Reportedly, after placing the device, the knot was outside of the patient. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a prostyle device. Reportedly, after placing the device, the knot was outside of the patient. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, the following additional information was provided: it was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 9f sheath hole prior to an interventional ablation procedure. Reportedly, after placing the device, the knot was outside of the patient. The suture of one new prostyle was successfully pre-placed. The sheath remained at 9f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture malposition was observed as a link separation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4- lot# updated from 3101941 to 3100441.